Event description:
The customer reported that within the past year vasoseal was used on two pts following diagnostic catheterization procedures where collagen was inserted into the artery. One pt was a partial insertion and needed surgery two weeks later. The other pt there was an abrupt closure and needed surgery immediately.